Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc screw, fixation, and bone. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the provided product single photograph. Examination of the provided image found the device was cracked. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis.

Event description:
It was reported that on am unknown date, a tibial nail- advanced aiming arm was broken. It was not broken during a case but was broken before it was used to implant a device. Patient and procedure outcome were unknown. This complaint involves one (1) device aiming arm/ radiolucent. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc screw, fixation, and bone. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the provided product single photograph. Examination of the provided image found the device was cracked. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis.

Event description:
It was reported that on am unknown date, a tibial nail- advanced aiming arm was broken. It was not broken during a case but was broken before it was used to implant a device. Patient and procedure outcome were unknown. This complaint involves one (1) device aiming arm/ radiolucent. This is report 1 of 1 for complaint (B)(4).